Event description:
Baxter 2l baxa bags, re-order #(B)(4), lot #60049819 had a slow leak at the center valve where a patient would connect their tubing to the tpn bag. This was discovered after the product was compounded in the pharmacy prior to dispense. I was not notified until today that this was not the first occurrence, but no specific date was given only "recently."